Event description:
It was reported to the manufacturer, by the end user, per the end user, that during wound care assessment, it was noted that there was a gap in the air coils that sat right at the buttocks and hip area of the patient. The area was wide enough to fit 3 bath blankets betweens the coils. These bath blankets were placed to fill in the gap temporarily to avoid additional injury. A hospital acquired pressure injury was reported as a result of equipment failure. Complaint #60130863 and ra #84089673 was entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.